Manufacturer narrative:
E1: reporter email - (B)(6). Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. A direct cause for the patient¿s reported pump exchange could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records for (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. Although no specific adverse events were reported, the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.